Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) could not duplicate leak issue. The fse replaced the waste pump tubing, white blood cell bath, lytic reagent dispense valve, hemoglobin (hgb) lamp and glass lens, and adjusted the hgb calibration factor to resolve low hgb issue. Upon completion of the necessary repairs the instrument was returned back into operation. While the failure mode of the event is unknown, the probe drip identified has the potential to cause erroneous results for all parameters.

Event description:
During troubleshooting an issue with hemoglobin performance, the customer identified a few drops of liquid were discharged from the probe of the coulter ac-t diff analyzer. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included gloves and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The event being evaluated at the time the leak, involved lower than expected hemoglobin quality control and patient results. Hemoglobin quality controls at the time of the event were running lower than expected. The customer had also indicated that hemoglobin patient results were lower than expected. However, the patient results were still within the normal reference range and not regarded as erroneous. The customer did not provide actual patient results for this event. The suspect hgb results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. No sample collection/handling information, specific patient information, actual patient results or additional instrument/parameter performance information was provided by the customer.